Event description:
Patient was having a hysterectomy with bilateral salpingo-oophorectomy. The patient has chronic pelvic pain. During their dissection, it was identified that one of the patient¿s essure devices had migrated out of the right fallopian tube and was embedded into the terminal ileum and terminal ileal mesentery. Procedures: supracervical hysterectomy, lysis of adhesions performed an excision of the essure from small bowel mesentery as well as an appendectomy. According to previous medical records, in (B)(6) 2010, patient had a hysteroscopic tubal sterilization using essure method, in 2012 she had a positive pregnancy test, had elective abortion and hysterosalpingogram that showed an occluded left tube but right tube showed cornual and opacification of the right tube with the essure coil not seen in the fallopian tube. In 2019 patient had chronic pelvic pain with an asherman syndrome with pelvic adhesions and a migrated essure stent into the mesentery of the small bowel. There were also pelvic adhesions. Successful removal of the migrated essure device. FDA safety report ID # (B)(4).